Event description:
A medtronic rep reported that a 5.5 tap was damaged and needed to be replaced. This was not discovered during a case, and there was no pt present.

Manufacturer narrative:
No pt was involved in this concern. The initial report was received on (B)(4) 2010 and found to be a non-reportable malfunction based on the info available. This failure mode was determined to be reportable based on info received on 08/03/2011. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. Although there was no pt present, there was a potential risk of pt harm should the surgical instrument be re-used after inadequate cleaning. Device MFR date was unk at the time of this retrospective report. The device malfunction was confirmed and directly related to the reported event. There is a large piece of debris in the cannula blocking the tap. No other issues were found with the instrument. A replacement part was sent to the site and the issue was resolved.